Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 11.55 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿118 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with tresiva insulin (one shot every 24 hours) and novolog insulin (self-adjuster), and that he administered his normal 12 units of novolog insulin, in response to the alleged high result. The patient reported that 4 hours and 5 mins after the alleged issue started, he developed symptoms of ¿sweating and weak¿ which he self -treated at 4.05 am, by eating a banana pudding. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.